Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).